Manufacturer narrative:
On 26oct2017, during a file review it was noted that a narrative clarification for the initial MDR. On 11aug2017, a call was placed to the ecp who reported the following: ecp reported the pt was diagnosed on (B)(6) 2017 with ou inflammation, keratitis and was prescribed zymar (gatifloxacin) use 1gtt, every 5min for the 1st hour, then every hour (number of days unknown) and biamotil (ciprofloxacin hydrochloride) at bedtime. Ecp also reported ¿hypothesis: ou keratitis secondary to a immune response to bacterial hypersensitivity¿. Ecp reported the pt responds well to antibiotics and contact lens wear rest. On (B)(6) 2017, a call was placed to the pt¿s family member who reported additional information: pt¿s family member reported the product in question was discarded. On (B)(6) 2017 an email was received from the pts family member with the pts medical report. Medical report from pts treating ecp, dated (B)(6) 2017: ¿pt has been having repetitive episodes of keratitis associated with the use of contact lens; first episode of ocular inflammation in (B)(6) 2016, other new ones in (B)(6) 2017 and (B)(6) 2017; in these episodes he had red eyes, with photosensitivity and multiple focal infiltrates distributed over the cornea; condition attributed to multifocal infiltrating keratitis, nummular by hypersensitivity to bacterial antigens; I have been treating with temporary suspension of the use of lenses and local zymar every 1 hour at the peak of keratitis, and progressive reduction with improvement of the condition; due to keratitis I recommend the suspension of the use of contact lenses, especially acuvue oasys; diagnosis: keratitis due to hypersensitivity to bacterial antigens; cd(conduct): antibiotic zymar; suspending use of contact lenses elevated risk of corneal ulcer¿. This report is for the pts od event. The event for the os will be submitted in a separate report. No additional medical information has been received. A lot history review was performed for lot b00l0bs: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l0bs was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017, a patient¿s (pt¿s) family member called to report the pt presented to an eye care provider (ecp) while wearing acuvue oasys for astigmatism contact lenses. The pt¿s family member reported the pt was diagnosed with ¿bacteria.¿ pt¿s family member reported the ecp advised it was an ¿infection¿ and not to wear contact lenses for a period of time. Pt¿s family member reported the pt resumed lens wear on (B)(6) 2017. Pt¿s family member reported the pt¿s wear schedule is 30-40 days and does not sleep in lenses. On (B)(6) 2017, a call was placed to the ecp who reported the following: ecp reported the pt was diagnosed on (B)(6) 2017 with ou inflammation, keratitis and was prescribed zymar (gatifloxacin) use 1gtt, every 5min for the 1st hour, then every hour (number of days unknown) and biamotil (ciprofloxacin hydrochloride) at bedtime. Ecp also reported ¿hypothesis: ou keratitis secondary to a immune response to bacterial hypersensitivity¿. Ecp reported the pt responds well to antibiotics and contact lens wear rest. On (B)(6) 2017, a call was placed to the pt¿s family member who reported additional information: pt¿s family member reported the product in question was discarded. On (B)(6) 2017 an email was received from the pts family member with the pts medical report. Medical report from pts treating ecp, dated (B)(6) 2017: ¿pt has been having repetitive episodes of keratitis associated with the use of contact lens; first episode of ocular inflammation in (B)(6) 2016, other new ones in (B)(6) 2017 and (B)(6) 2017; in these episodes he had red eyes, with photosensitivity and multiple focal infiltrates distributed over the cornea; condition attributed to multifocal infiltrating keratitis, nummular by hypersensitivity to bacterial antigens; I have been treating with temporary suspension of the use of lenses and local zymar every 1 hour at the peak of keratitis, and progressive reduction with improvement of the condition; due to keratitis I recommend the suspension of the use of contact lenses, especially acuvue oasys; diagnosis: keratitis due to hypersensitivity to bacterial antigens; cd(conduct): antibiotic zymar; suspending use of contact lenses elevated risk of corneal ulcer¿. This report is for the pts od event. The event for the os will be submitted in a separate report. No additional medical information has been received. A lot history review was performed for lot b00l0bs: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l0bs was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.